Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, deflation difficulties and balloon rupture occurred.the catheter was removed intact. The procedure was completed with this device and the patient status is fine.

Manufacturer narrative:
(B)(4)